Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Doi: (B)(6) 2023 dor: (B)(6) 2023 affected side : right hip there was no surgical delay.